Event description:
The plaintiff alleges that while plaintiff worked as dental/medical assistant was exposed to latex powdered gloves and that repeated, cumulative exposure has caused plaintiff to sustain serious, severe and permanent bodily injuries, pain and suffering and will be caused to endure additional pain and suffering for an indefinite time in the future. Plaintiff alleges that plaintiff has sustained numerous injuries, including but not limited to, the following: rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress, all of which are or may be permanent and continuing nature and life-threatening nature. Plaintiff further alleges that plaintiff has suffered and will continue to suffer considerable mental anguish, limitation and restriction of plaintiff's usual activities, pursuits and pleasure. Furthermore plaintiff has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity. Plaintiff alleges that plaintiff has forced to expend sums of money for medical care and treatment and will continue to be caused to expend such sums indefinitely into the future. Finally the plaintiff's spouse, alleges that spouse has been required to expend and has become liable for substantial sums of money for medicines and medical attention for the care, treatment and attempted cure of paintiff, all to financial loss and detriment. Spouse further alleges that spouse has been deprived of the love, services, advice, compainonship and consortium of spouse, and will continue to be deprived of the same to great detriment and loss for an indefinite period of time in the future.